Event description:
The physician was attempting to inject contrast through the microcatheter when distal shaft ruptured. The microcatheter was successfully removed from the pt without any pt complications. Inspection of the microcatheter before use found no holes or other anomalies. Prior to this event, the physician had injected glue through the microcatheter to treat an arteriovenous malformation, location is unk.